Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. However, based upon the information from olympus (B)(4) there was the possibility that the reported phenomenon was attributed to the failure of the camera cable due to the excessive stress being applied to the camera cable by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device was not displayed when the subject device was connected with otv-s190 (video system center) at the installation. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and duplicated the reported phenomenon. The image of the subject device was displayed after the camera cable of the subject device was replaced. There was no report of patient injury associated with this event.